Event description:
Customer reported via phone call they were hospitalized due to diabetic ketoacidosis and hyperglycemia on january and september with a blood glucose value of 500 mg/dl at the time of the event. The customer was treated with the insulin pump . Troubleshooting was performed and found that the customer got assistance with the pump programming. It was unknown that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S.w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display, sensor anomaly and was hospitalized for high bgs and dka found on (B)(6) 2022 and (B)(6) 2022. On (B)(4), svn#: 000314577569 - customer returned pump for an alleged pump/transmitter communication anomaly and lost sensor alarm found on 31-jul-2022. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. The pump was monitored for several days, and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with a 240 mg/dl glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed 240mg/dl value properly on the display graph. The pump was monitored while connected to the test sensor and transmitter. No unexpected lost sensor connection alarms or sensor anomalies noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 09/17/2022 08:33:29.000, 09/20/2022 22:03:00.000, 09/23/2022 15:25:00.000, 09/25/2022 11:40:00.000. Replace battery alert was recorded and found in the formatted history file on: 09/25/2022 21:11:00.000, 09/25/2022 21:21:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 09/25/2022 21:42:00.000, 09/25/2022 21:52:00.000, 09/25/2022 22:00:00.000. Power loss alarm was recorded and found in the formatted history file on: 09/25/2022 21:53:21.000, 09/25/2022 21:53:32.000, 09/25/2022 22:11:29.000, 09/25/2022 22:11:41.000. Insert battery alarm was recorded and found in the formatted history file on: 09/20/2022 22:08:57.000, 09/20/2022 22:10:29.000, 09/23/2022 17:45:43.000, 09/25/2022 18:43:13.000, 09/25/2022 21:59:33.000, 09/25/2022 22:09:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 09/17/2022 09:06:37.000, 09/17/2022 09:07:17.000, 09/25/2022 18:45:43.000. And pump error 23 alarm was recorded and found in the formatted history file on: 09/25/2022 21:53:04.000, 09/25/2022 22:11:04.000. Earliest power data available per the power management tool/detail trace file is on 04-oct-2022 at 1:49:58 pm. There was no power data available for the event date of 25-sep-2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm, failed batt/battery failed alarm and pump error 23 alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump/transmitter communication anomaly, sensor anomaly and lost sensor alarm were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Correction: customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Hospitalization was on (B)(6) 2022. There was another diabetic ketoacidosis incident in (B)(6) 2022. Troubleshooting was not done. Customer did not get assistance with pump programming. Customer had a bent set cannula.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.